Event description:
It was reported to philips that tube cooling unit failure caused tube overload warnings on a allura xper fd20. The clinical use of the system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced defective tube cooling unit with replacement cooling unit cu 3101,xrt cooling unit and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).